Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during use, blood was observed in the tubing of the cs300 intra- aortic balloon pump (iabp). It was later reported that the patient expired.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use, blood was observed in the tubing of the cs300 intra- aortic balloon pump (iabp). It was later reported that the patient expired. A separate report will be submitted for the cs300 intra- aortic balloon pump (iabp).